Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blood glucose blood glucose levels 564mg/dl. The customer¿s blood glucose levels at the time of incident was 224 mg/dl and it was treated using insulin pump. The customer¿s other relevant blood glucose level was 536 mg/dl, 66mg/dl. The customer does not allege the insulin pump was under delivering. Treatment for high blood glucose was done using insulin pump. Troubleshooting was completed. The insulin pump will not be returned for analysis.